Event description:
It was reported surgery time was delayed greater than 30 minutes, while attempting to manipulate/insert the liner. The liner was eventually seated and the surgery was completed without any further incidents.